Event description:
The manufacturer received info alleging a ventilator's exhalation porting block and o2 inlet connector were leaking. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's exhalation porting block and the o2 inlet quick connector were replaced to address the issue.